Manufacturer narrative:
(B)(4). This report was filed by the MFR. A customer site visit was conducted on (B)(4) 2012 to assist with troubleshooting air in line issues. Observations, recommendations and follow up actions were addressed related to air in line issues. At this time, the customer is not planning on returning the device for eval.

Event description:
Customer reported that the pump alarmed for "air in line" on multiple occasions and that the interruption of an infusion of dopamine attributed to an unstable blood pressure. Dopamine was increased and decreased to stabilize the blood pressure. Although requested, no blood pressure readings were provided. Customer stated that no further patient or event info was available.